Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Event description:
The customer reported to vyaire that avea has bad oxygen cell, dead battery, airway leakage and failed inspiration transducer calibration. The customer confirmed that there was no patient involvement associated with the reported event.